Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows an unsealed product tray containing components such as one power port, one right angled non-coring needle, one flushing connector, one straight non-coring needle, one tunneler, partial view of one introducer sheath loaded with dilator and one j-tip guidewire with hoop where distal end of the guidewire appears to be clear bent. Therefore, the investigation is confirmed for the reported deformation issue, and the investigation inconclusive for reported fracture, physical resistance and difficult to remove issues as the provided evidence was not sufficient to confirm the issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, g2, g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp on the right chest wall via internal jugular vein. During the procedure, the guidewire was successfully inserted during puncture. However, upon on removal, it was reported that the guidewire was found to be bent and fractured. Furthermore, there was a resistance while removing it. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp on the right chest wall via internal jugular vein. During the procedure, the guidewire was successfully inserted during puncture. However, upon on removal, it was reported that the guidewire was found to be bent and fractured. And there was a resistance while removing it. There was no reported patient injury.